Event description:
The pt was receiving a combination of chemotherapeutic drugs, adriamycin/vincristine. The set leaked through the air-eliminating vent hole of the filter and onto the pt's skin. The pt rushed back to the clinic. The affected area was washed with soap and water. Pt was directed to repeat washing the skin with soap and water at home. The medication mostly leaked on the pt's clothes. The pt did not have any complications and is now fine.